Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer¿s comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Gave me no relief [torn meniscus] [device ineffective]. Knee surgery [torn meniscus] [knee operation]. Case description: spontaneous report was received on (B)(6) 2012 from a male patient (age not provided), initials (B)(6), with torn meniscus. The patient¿s medical history was significant for arthroscopy, arthritis (grade 4) and pain. On an unspecified date in (B)(6) 2012, the patient initiated treatment with (route of administration was not provided) synvisc one (hylan gf-20) injection, (dosage regimen not provided) once, into an unspecified knee. The lot number for synvisc one was not provided. The patient stated that it gave him no relief. On an unspecified date in (B)(6) 2012, the patient underwent a second knee surgery (on same knee), due to which the patient had to temporarily discontinue synvisc one injection for another few weeks. The outcome for the event of knee surgery was not provided. Concomitant medications were not provided. The intensity for the event was not provided.